Event description:
It was reported that the patient experienced diaphragmatic stimulation and a perforation. A right ventricular (rv) lead explant and replacement is planned. No further patient complications have been reported as a result of this event.